Event description:
On (B)(6) 2018, a 28mm amplatzer atrial septal occluder (aso) was selected for use. During the procedure, the 28mm aso deployed in a "cobra head" deformation. The device was resheathed/removed and a new 28mm aso was implanted. The patient remained hemodynamically stable throughout the procedure and did not experience any adverse consequences. Per user, the deformation did not have the potential to cause patient harm or injury.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.